Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) after having a sling device implanted due to recurring incontinence. A patient outcome was not reported.

Manufacturer narrative:
Describe event or problem - updated.

Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) after having a sling device implanted. A patient outcome was not reported.